Event description:
Pt reported obtaining a blood glucose result of 349 mg/dl on the advantage system. Pt stated that blood glucose was immediately retested on a lab instrument with a result of 86 mg/dl. No pt injury was reported and no treatment was received. The discrepant results were obtained in a physician's office. Qc testing was not performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.